Event description:
It was reported that a revision surgery was performed due to breakage of the femoral head and a unknown insert. Ceramic head 12/14 plus 5, 28 diameter, unknown insert and a competitor stem was ex-planted. This patient was previously implanted with biolox implants on (B)(6) 2003. The hi-cup was left in the patient.

Manufacturer narrative:
It was reported that a revision surgery was performed due to breakage of the femoral head and liner. The associated devices, used in treatment, were returned. From the analysis conducted in the lab, it was noted that the ceramic implants arrived fractured into many pieces. It is unclear what caused the ceramic head and liner to fracture. Also received is a non-smith and nephew stem along with the ceramic head component. As the received head and liner were completely shattered, product information cannot be identified. Therefore, device history record and complaint history review cannot be completed at this time. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. It was reported that this patient was previously implanted with biolox implants in 2003. A clinical analysis noted that per the revision op note, the patient had an acute periprosthetic infection, which a bad tooth or bronchitis was assumed to be the source of entry. During the revision extensive debridement and rinsing were performed. Two x-ray photos from 2019 confirmed that the head was no longer in place. Some potential causes of the reported event could include but are not limited to traumatic injury or lifetime of device. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened